Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose of 400 mg/dl. Customer stated she had treated and declined to troubleshoot. Customer also reported that the battery cap is worn and is very difficult to remove and put it on. She requested a battery cap replacement. Nothing further reported.